Event description:
International affiliate reports revision surgery was performed to remove a broken expedium di polyaxial screw. When trying to replace the screw, the tip of an expedium quick connect polyaxial screwdriver broke off from the instrument. There were no adverse consequences to the patient. See mfg medwatch report# 1526439-2013-11640 for the expedium di polyaxial screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the fractured surface revealed ratchet markings stretching in a circular pattern around the center of the driver. There is also evident plastic deformation at the hexlobe features following the direction of the ratchet markings, suggesting the driver underwent a static failure due to shear torsional overloading while tightening/insertion. Scanning electron microscopy revealed evidence of a torsional shear quasi-static failure starting at the hexlobes and is extended to the center of the shaft. The existence of several cracks indicates that failure occurred due to high torsional shear loads. No material defects or other abnormalities were observed in this analysis. Although no definitive conclusions can be made, the noted damage suggests the driver underwent a static failure due to shear torsional overloading during screw tightening/insertion. A review of the device history record identified no issues during the manufacturing and release of the product that could be attributed to event. The product was released accomplishing all quality requirements. At this time, the complaint is considered to be closed.